Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), friable leaflets, thick and flail posterior leaflet and cancer for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1+ post procedure. Post procedure, the patient became symptomatic, presenting with pain and hemorrhage. Per the physician, these symptoms were considered unrelated to the mitraclip procedure. Subsequent x-ray imaging demonstrated complete detachment of the clip from both mitral leaflets. The detached clip was visualized at the bifurcation of the distal iliac aorta. The patient subsequently died. There was no clinically significant delay reported.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), friable leaflets, thick and flail posterior leaflet and cancer for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1+ post procedure. Post procedure, the patient became symptomatic, presenting with pain and hemorrhage. Per the physician, these symptoms were considered unrelated to the mitraclip procedure. Subsequent x-ray imaging demonstrated complete detachment of the clip from both mitral leaflets. The detached clip was visualized at the bifurcation of the distal iliac aorta. The patient subsequently died due to heart failure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported expulsion. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The case details were reviewed by an abbott senior director of medical affairs. Based on available information, a cause for the reported expulsion could not be conclusively determined. The reported foreign body in patient is a cascading event of the expulsion. The reported pain, death, and hemorrhage appear to be related to worsening patient condition, per case details. The reported patient effects of hemorrhage, pain, and death, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.